Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive weak battery alarms, low battery alarm and failed battery alarms. Customer's blood glucose was between 100 mg/dl and 150 mg/dl. During troubleshooting, it was found that battery compartment spring was damaged. Customer was advised that insulin pump would need to be replaced.